Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that, during an implant attempt, the bipolar lead impedance was low. When the unipolar lead impedance was checked, it was found to be higher than the bipolar impedance. It was suspected that the inner insulation may be damaged so the lead was not used, rather another lead was implanted. No patient complications have been reported as a result of this event.